Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2019. The patient told her mother that she was feeling hypoglycemic, feeling shaking, weak, and a bit dizzy. The cgm reading was at 13.1 mmol/l. The patient¿s mother decided to check a bg reading which was 3.1 mmol/l, then 3.3 mmol/l. The patient's mother administered glucose gel. At the time of the report the patient was feeling well. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.